Event description:
The customer reported that the paramedics were called and her blood glucose was treated with glucagon shots. The blood glucose reading at the time the paramedics arrived was 26mg/dl. The customer mentioned receiving a button error alarms. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump alarmed button error and had no button response due to corroded keypad traces. Unable to perform the functional test, including the displacement test, rewind, basic occlusion, occlusion, prime, excessive no delivery test and low reservoir alarm due to button and keypad anomaly. The insulin pump had a scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.